Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found the adaxial tissue could not be sewed. The surgeon used hand sewing to complete the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient. Was the tissue retaining set properly in the anvil hole? Yes. Did the tissue fit evenly in the device? Yes. Area of the staple line the failure occurred? Proximal. How was the failure detected? Visual. Was the device fired across an existing staple line/clip? Yes.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported low blood glucose symptoms with result of 332 mg/dl obtained on the aviva system at 12:35 pm. Customer began to eat lunch, and received the following results on the aviva system: 99 mg/dl at 12:43 pm 57 mg/dl at 12:53 pm. Customer states he may have had food on his hands when the tests were obtained. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.